Event description:
Customer reported the passport 2 monitor displayed a blank screen, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and corrected the problem by adjusting a loose connection on the unit. Unit was safety tested to factory's specifications.